Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient reported via web self-service that the patient experienced inaccurate cgm values on (B)(6) 2024. It was reported that after warmup, the cgm was 76 mg/dl and the bg was 39 mg/dl. There was no discussion about treatment for hypoglycemia at that time. The patient went to the hospital for a lab-draw for an unrelated condition (patient has cancer). There, the bg was 27 mg/dl while the cgm was 87 mg/dl. The patient was nauseated and was transported to the emergency department where he was given glucagon. The patient declined to provide additional details on follow up attempt by phone made by technical support on (B)(6) 2025. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.